Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were at an auction and fell through a deck they think on (B)(6) 2015. The patient said that now their ins is starting to go down where their pocket was before. They noted that the ins wiggles in the pocket, and takes forever to charge (10-14 hrs). The patient mentioned that they have to put the recharger on their back, lay in a recliner, and put a lot of pressure on it. The patient is experiencing pain from the ins moving. The patient met with their healthcare provider on (B)(6) 2016, and stated that they will probably have to move the ins to their abdomen. It was also noted that the patient had to have a shoulder surgery in (B)(6) 2016 due to them falling through the deck at the auction. The patient is to follow up with the healthcare provider. The patient was implanted for spinal pain.